Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the event involved a patient, occurred during normal use, and the product remained in service. It was further reported that there were high impedances greater than 10,000. It was noted that actions required as a result of the event were reprogramming, and troubleshooting performed included impedance testing, x-rays, and reprogramming. The product issue was reportedly resolved, and the cause was determined to be that the patient was in a car accident. It was further reported that there was a loss of stimulation and therapeutic effect. It was also reported that there was stimulation in the wrong location. The patient was reportedly in a car accident and was not feeling stimulation in the same areas thereafter. The patient reportedly came into their health care provider's (hcp) office and a manufacturer representative ran an impedance test. It was believed that there were high impedances reported on 6 electrodes. The manufacturer representative was able to reprogram and cover the correct areas without problem. The patient had x-rays in the office and nothing out of the normal was seen. It was noted that the patient would not undergo any further actions. The patient was reportedly alive with no injury. Symptoms associated with the event were reported as pain and less than 50% relief. It was noted that the location of the issue or symptoms were the extension location and lead location. Additional information has been requested but was not available as of the date of this report.